Event description:
It was reported that during a total laparoscopic hysterectomy procedure with left salpingo oophorectomy procedure, the device was leaking pneumo at the duckbill seal. The leaking was observed during insertion of the graspers during the procedure. The volume of the gas canister was 15. They then used a new trocar and completed the procedure with no issues. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon?yes. What was the gas consumption rate or volume (liter/minute)? 15. Were you able to identify where the leak was coming from? Duck bill. Was a device inserted in the trocar during the leaking? Yes if so, what device? Camera, graspers. Was any torque being applied to the trocar or device? No.